Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the implant patient registry that a 27mm bioprosthetic aortic valve was explanted at implant to repair the mitral valve. The surgeon had to convert to full sternotomy, re-cannulate, and was missing a pledget after removing the 27mm aortic valve. The explanted device was replaced with a 25mm bioprosthetic valve. A non-edwards annuloplasty ring was used for the mitral valve repair. Per medical records, the 27mm aortic valve replacement was successfully performed through hemi-sternotomy; however, intraoperative tee initially revealed moderate mitral insufficiency which converted to severe mitral insufficiency after the first aortic valve replacement with the first cross clamp. Decision was made to re-cross-clamp after a full sternotomy and repair the mitral valve. The mitral valve could not be seen which is why the aortic valve had to be explanted. Unfortunately upon explanting the 27mm aortic valve, one of the pledgets underneath the left/right commissure could not be found. However, all other cor-knots and pledgets were accounted for. The mitral valve was repaired, the patient had trace mitral insufficiency and the aortic valve was re-replaced with a 25mm valve which functioned well and had no paravalvular leak. The patient was taken to the ICU in critical but stable condition.

Manufacturer narrative:
H10 additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.